Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this transvenous defibrillation lead exhibited increased pacing thresholds. Pacing thresholds at implant were 0.8v @ 0.5ms and now were reported to be 7.5v @ 2.0ms. There were no patient symptoms reported with this clinical observation. Guidant received additional information that this lead had dislodged.